Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 2 of 3. It was reported when using the bd vacutainer® lh (lithium heparin) 102 i.u. Plus blood collection tubes there was a false positive troponin I result on one patient. When the sample was first tested the result was elevated; when the sample was tested again the result was normal. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode of erroneous results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 2 of 3: it was reported when using the bd vacutainer® lh (lithium heparin) 102 i.u. Plus blood collection tubes there was a false positive troponin I result on one patient. When the sample was first tested the result was elevated; when the sample was tested again the result was normal. There were no health consequences or impacts reported.